Manufacturer narrative:
The tech found the slotted hole for the spring loaded pin was not large enough for the pin to go through. He filed the slotted hole until it was large enough for the pin to fully extend through the slot.

Event description:
Info rec'd indicates the left head siderail wouldn't stay latched in full up position.